Event description:
Black sheath from a biliary balloon dilatation catheter (ref# m00558860, lot# 31505643) stuck in biopsy channel in egd [esophagogastroduodenoscopy] scope. Nothing reached the patient however this is a concern because this "black" sheath should not come off. We pulled another same cather with a different lot # and inspected it; it was not easy, but with pressure it was removed also.